Event description:
A discordant, falsely low vancomycin result was obtained on one patient sample on an advia centaur instrument while quality controls (qc) were out of range. Qc was run at the same time as patient samples and was found to be out of range. The discordant result was reported to the physician(s). The sample was rerun and resulted higher, and the corrected report was issued prior to the physician(s) reviewing the initial report. It is unknown if the sample was repeated on the same instrument or an alternate instrument. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low vancomycin result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). During troubleshooting, the tsc specialist was informed that qc was out of range after the daily cleaning procedure (dcp) was performed. The tsc specialist advised the customer to rinse the system with water. After rinsing the system with water, qc was run and all was within range. A siemens customer service engineer (cse) was dispatched to the customer site to check the system. The cse proactively replaced the aspirate manifold. The cause of the discordant, falsely low vancomycin result is unknown. User error contributed to the event because the result was reported despite qc being out of range. This instrument is performing according to specifications. No further evaluation of this device is required.